Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion set to address the alarm, but root cause could not be determined. Customer reverted to manual insulin therapy. Customer's blood glucose was 400 mg/dl.